Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant high inr results on coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. The customer had a venous sample drawn for the laboratory. Once the needle was removed from the vein, the first drop of blood was applied to the test strip in the meter with a result of 3.2 inr. The result from the laboratory was 2.2 inr. On (B)(6) 2019 the customer had a venous sample drawn for the laboratory. Once the needle was removed from the vein, the second drop of blood was applied to the test strip in the meter with a result of 5.1 inr. The result from the laboratory was 3.1 inr. The laboratory results were believed to be correct. No treatment was necessary. The customer used the 1st and 2nd drops of blood from the venous sample. Product labeling instructs the user to discard the first 4 drops of blood prior to immediately dosing the test strip. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have anti-phospholipid antibodies. The customer has had no change in warfarin dose and is not taking any new medications. The customer has had no diet changes. Approximately 3 weeks ago, the customer had a cold and was taking nyquil. The customer is not experiencing any unusual bleeding or bruising. The meter and test strips were requested for investigation and were both returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.